Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin clots after centrifuge.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and fibrin was not observed. All samples were visually inspected for the presence of additive, and all tubes were found to contain coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and fibrin was not observed. Root cause description : based on the investigation, a root cause could not be determined. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had fibrin clots after centrifuge.